Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product(s) have been requested back for investigation. A follow-up report will be submitted once additional information is available. The customer had to terminate the call before trouble shooting and the readings survey were completed. Three attempts were made to contact the customer without success to obtain additional information.

Event description:
A customer reported receiving erratic readings on his freestyle lite meter. The customer stated his "readings were all lover the place", but did not provide any specific readings. The customer reported that on (B)(6) 2011 at approximately 1:00pm he was driving when he felt light headed and dizzy. He stated that he had to pull over, and "he woke up to the emt's pulling him out of his car." The customer reported that he experienced a loss of consciousness. Paramedics administered glucose to the customer, in addition to providing a sandwich and orange juice. The customer was transported to a health care facility where he was diagnosed with hypoglycemia. The customer received treatment at the health care facility he described as "got his sugars back up, fed him." The customer also reported self-treatment with "(B)(6)" and "crackers." There is no report of death or permanent injury associated with this event.